Event description:
It was reported that during a da vinci prostatectomy procedure the site experienced several unknown system error codes. It was also reported that the patient was experience undisclosed issues. The procedure was converted to traditional open techniques to successfully complete the planned surgical procedure. No patient harm was reported. No additional information was provided.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #21013 experienced by the customer was associated with the patient side manipulator (psm). The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The psm was replaced and returned to isi for additional evaluation. The psm was returned to isi for failure analysis investigation. System error code #21013 is generated when an error is detected as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer). Testing revealed no trouble could be found. The psm performed within specification. As of 2007 there have been no reported recurrences of the issue at this hospital.